Event description:
Additional information was received from a health care professional (hcp). The hcp reported that they received a fax from the manufacturer company dated 2021-apr-20 and reported that the patient was doing well and that the old device was discarded.

Manufacturer narrative:
H6: disregard previously submitted evaluation code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device not helping their bladder symptoms like it used was unknown. They stated that "although not medically proven, the fall could have damaged the [ins]. I fell and rolled 6 stairs and tore the labrum and cartilage in my right hip. A lead could have moved?" The patient confirmed that there was "no medical evidence that bipolar diathermy cauterization damaged [ins]. Hip surgery followed [manufacturer] protocol." It was noted that they tried to turn on device, but were not sure it was working for 3 months. In order to resolve this issue, device removal/replacement was scheduled for (B)(6) 2021.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they think their interstim device stopped working since it was not helping their bladder symptoms like it used to. The patient stated that they had a fall back in (B)(6) 2020 and the symptoms had started within a week or so after the fall. The patient  also reported that this also resulted in surgery for which they had used diathermy. The patient noted that the doctor did use bi-polar diathermy and said this wouldn't hurt the patient's device. The patient stated that they have attempted to turn stimulation off and back on, which didn't change anything. They also tried increasing stimulation and as soon as they did, they felt a shock and the stimulation level was much stronger than they were used to so they ended up turning it down. The patient reported that they had 2 doctor's appointments coming up and patient services reviewed the option to try another program but recommended speaking to the doctor first. Patient services also reviewed how to change programs and recommended having the device checked since they had a fall and they also had diathermy. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.